Event description:
Healthcare professional reports higher than expected act+ results with hemochron elite microcoagulation system. During a unspecified procedure, the pt was administered 3,000 units of heparin. Act+ test performed 30 minutes after the heparin administration generated result of 532 seconds and a repeated test generated 544 seconds. The physician felt that these results were higher than expected for the pt. A comparison test was performed using a second elite instrument as a reference. The initial elite instrument generated result of 516 second and reference elite instrument generated result of 287 seconds. Physician continued the procedure using the reference instrument, which generated an expected result. Target time: 200 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot #d3jac151. Method: actual device evaluated (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Process evaluation performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Result code: complaint was not confirmed through the identified and cuvette evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required from form 3500a.